Event description:
During the cauterization of a ureteral tumor, the tip of the electrode broke off. The device rendered inoperatable by break. The device was removed from the field and the tip was retrieved from ureter using biopsy forceps.what was the original intended procedure?cauterization of ureteral tumor.